Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Photo analysis: visual analysis of the photographs identified: rupture: no observed openigns on the device. Crease folding of implant: no observed creases on the device wrinkling: no observed wrinkling on the device. Additional observations: red particles observed in the gel. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported rupture diagnosed by ultrasound and MRI. Device has been explanted. This record relates to the right side.

Manufacturer narrative:
Continued h.6 health effect impact code: f2203 imaging required. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Patient reported rupture diagnosed by ultrasound and MRI. Device has been explanted. This record relates to the right side.